Event description:
It was reported that an embolism occurred. The patient underwent right lower extremity arteriography via antegrade left common femoral artery approach with placement of a 7f non-boston scientific sheath. Right lower extremity arteriography demonstrated moderate to severe calcified atherosclerotic plaque within the superficial femoral and popliteal arteries with significant stenoses in the distal superficial femoral artery (sfa) and popliteal arteries. There was single vessel runoff to the right lower leg with occlusion of the distal anterior tibial artery (ata), reconstitution of the distal peroneal artery, and occlusion of the dorsalis pedis artery (dpa), pedal, and plantar arches in the foot. The 99% stenosed target lesion in the sfa was mildly tortuous. After crossing the sfa, popliteal, and proximal ata with a 0.014-inch thruway guidewire with intravascular ultrasound (ivus), atherectomy was performed with a 1.6mm jetstream sc. Contrast imaging was performed with no issues observed. Atherectomy continued with a larger 2.4 x 3.4mm jetstream xc. The jetstream xc was working as intended with no abnormalities noted. There were no problems removing the device. Contrast imaging was performed again, and slow flow was observed through the left sfa and popliteal arteries with occlusion of the distal popliteal artery. Originally, only one of the below-the-knee run-offs was open, but the ata had also disappeared. The physician tried to perform aspiration with a diagnostic endhole catheter and microcatheter as well as vasodilator therapy into the ata. Blood flow slightly improved; however, the peripheral area below-the-knee was poor. Balloon angioplasty of the sfa, popliteal, and ata was performed with a 1.5 x 200 mm coyote balloon followed by a ranger balloon. The distal ata remained occluded. The microcatheter was placed from the distal ata into a pedal branch in the foot and repeat arteriography demonstrated filling of mostly unmade plantar branches but only upon microcatheter injection. Final arteriography revealed patency of the sfa and popliteal arteries and persistent occlusion of the distal ata with lack of filling of pedal or plantar arteries. The patient was under monitoring with an observational follow-up planned. The patient experienced progressively worsening pain and pallor of the right lower leg. Duplex ultrasound demonstrated occlusion of the distal sfa and tibial arteries. On (B)(6) 2023, one day post index procedure, a distal bypass from the right mid-femoral (proximal side of the jetstream treatment area) to the plantar artery was performed with improved perfusion to the right part of the right foot. On (B)(6) 2023, the distal bypass became occluded, and the patient underwent thrombectomy of the graft and balloon angioplasty of the distal anastomosis. At cutdown for the distal bypass, a blood clot was removed with a fogarty catheter. Endovascular therapy was performed on the blood vessels below the ankle using a balloon and vasodilator via microcatheter. On (B)(6) 223 the distal bypass was re-occluded, and no further attempts at revascularization were considered. On (B)(6) 2023 due to progressive ischemia with persistent pain, an above-the-knee amputation was performed.